Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be advanced or retracted from the balloon catheter. The balloon catheter and mapping catheter were removed from the body together. The mapping catheter was stuck but was not knotted inside the balloon catheter. Force was required to remove the mapping catheter which caused the tip to be sheared off exposing the wire strands. The balloon catheter and mapping catheter were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214905322 was returned and analyzed. Visual inspection of the mapping catheter showed the device was torn from the loop area without any electrodes on the ring; they were stuck inside the balloon catheter¿s guide wire lumen. In conclusion, the mapping catheter failed the returned product inspection due to the electrode being separated from the ring and stuck inside the catheter. If information is provided in the future, a supplemental report will be issued.